Event description:
It was reported that the round part of the handle on the thoracic pedicle feeler broke off during a posterior lumbar interbody fusion procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the round part of the handle on the thoracic pedicle feeler broken off during a posterior lumbar interbody fusion procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.